Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial lead exhibited loss of capture and noise leading to oversensing. The lead was explanted and replaced. The patient condition was stable post-procedure.